Manufacturer narrative:
H.6. Investigation: no samples were received for investigation in which the customer has stated that vamin was observed leaking from an IV container due to the spike not being inserted far enough into the container. Further information relating to the model of the bd product, the details of the fluid container and the clinical set up at the time of the event were not provided. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, the product code and product family could not be determined and it is not possible to confirm the legal manufacturer of the product; therefore this feedback can not be linked to a specific failure mode. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ alaris giving set leaked. The following information was provided by the initial reporter: details of incident / nature of device defect test reported retrospectively infusion of standard bag of vamin changed at 18.30hrs together with 5% glucose. Infusing via long line. At approx. 19.30hrs it was noted that vamin was leaking from the bag. ? That the spike was not in far enough into the bag. There had been no leaking at the time of preparation and placing the bag and set into the infusion pump. Details of injury (to patient, carer or healthcare professional): action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): pump placed on hold immediately and line clamped. Standard vamin represcribed and changed using new bag and line. Band 7 informed, medical staff informed. Incident reported as possibly other similar incidents have occurred as verbally reported by band 7.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown (B)(4). . Investigation summary: no samples were received for investigation of complaint reference (B)(4) in which the customer has stated that vamin was observed leaking from an IV container due to the spike not being inserted far enough into the container. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, bd have designed and chosen spike materials and processing methods that allow the spike to be inserted with enough force to be held securely, but still allow removal. All bag spikes used in bd disposable sets are designed and manufactured in line with the international standard bs: en: iso (B)(4): infusion equipment for medical use. Infusion sets for single use, gravity feed. Investigation conclusion: in this instance, the product code and product family could not be determined and it is not possible to confirm the legal manufacturer of the product; therefore this feedback can not be linked to a specific failure mode. Root cause description: further information relating to the model of the bd product, the details of the fluid container and the clinical set up at the time of the event was not provided. Without this information or a defective sample to examine, it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. Rationale: no product was returned for investigation and the root cause of the complaint was not determined, therefore there is no new product information on which to base a risk assessment.

Event description:
It was reported that unspecified bd" alaris giving set leaked. The following information was provided by the initial reporter: details of incident / nature of device defect test reported retrospectively infusion of standard bag of vamin changed at 18.30hrs together with 5% glucose. Infusing via long line. At approx. 19.30hrs it was noted that vamin was leaking from the bag. ? That the spike was not in far enough into the bag. There had been no leaking at the time of preparation and placing the bag and set into the infusion pump. Details of injury (to patient, carer or healthcare professional): action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): pump placed on hold immediately and line clamped. Standard vamin represcribed and changed using new bag and line. Band 7 informed, medical staff informed. Incident reported as possibly other similar incidents have occurred as verbally reported by band 7.